Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a 37 year old female patient had a skin irritation. The skin irritation progressed to a rash and then developed into a sore. The sore was under the patient's right breast, above the ECG electrode. Follow-up indicated that the patient's physician recommended a cream and the sore was improving.